Event description:
It was reported that the middle set screw of a cross connector sheared at the set screw/driver interface during tightening with a torque driver. Pt status: fine.

Manufacturer narrative:
Add'l part # 1200-1221, lot # 740030, mfg 08/2007.